Event description:
The international customer reported the ventilator alarmed due to oxygen not available during use on a patient. The customer reported there was no patient harm. Loss of the oxygen source can be detrimental to a patient. If the ventilator discontinues oxygen support it will continue to provide ventilatory support to the patient using an air gas source. Review of the device diagnostic log noted o2 not available alarm occurrences. The manufacturer's service technician was unable to duplicate the reported event. Performance verification testing was completed and tests passed.